Event description:
The following was reported to hamilton medical ag: tf 431002 after start up (tf431002 blower disconnected).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: investigation ongoing.